Event description:
The initial reporter stated that the pump was not delivering formula as expected. They stated that the pump had alarmed no flow out, they restarted the pump, and then a few hours later they noticed the pump was running but didn't appear to be delivering. Mmd did follow up with the initial reporter who stated that the patient was taken to the emergency department to get assistance in unclogging their feeding tube, and that they had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.